Event description:
Boston scientific received information that a latitude red alert was received which identified a high shocking lead impedance measurement. This patient has a boston scientific device and a competitive defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
According to our resources, all products remain in service. Efforts to obtain additional details regarding the clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Manual impedance measurements were within specifications and the device passed automated tests which also verified the impedance measurement circuitry functionality. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device was explanted and replaced with a competitive device four months after the initial reported clinical observations. The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Additional information was received one week following the initial red alert that another red alert was detected for high shock impedance and also for v-tachy mode set to value other than monitor + therapy. This patient's physician confirmed the alerts were due to the device being electively programmed off per physician's orders. This product issue will be updated if additional information is received.